Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned due to noise and pacing impedance measurements greater than 2,000 ohms. No physical damage was able to be seen. A new ra lead was successfully implanted. No additional adverse patient effects were reported.